Event description:
Clinical narrative: an impella cp device was inserted into the femoral artery in a 57-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient experienced a cerebral infarction with paralysis of the left upper and lower limbs. The timing of the onset of the infarction is unknown and it is unknown whether it was caused by the impella. The stroke was confirmed by computed tomography (CT) scan. After five days on support, the device was successfully weaned due to the patient's hemodynamic status stabilizing. The post-procedure outcome is survived at explant. While on support, the device functioned at p-2 at 1.6l/min as intended with d5w heparin in the purge solution. It was reported that coronary artery bypass graft (CABG) is planned for the future for triple-vessel disease. Rehabilitation will be performed until then. Cerebral vascular accident/stroke is a potential adverse event, and may be influenced by inadequate anticoagulation, prolonged support time, and/or the patient's clinical presentation of cardiogenic shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.